Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a shocking sensation in the ins pocket. The healthcare provider ran an impedance test and an x-ray to determine the source. The patient had an adaptor with old extensions, so the healthcare provider was going to try a bipolar configuration to see if the sensation went away. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_adaptor_acc lot# serial# unknown implanted: explanted: product type accessory: all codes previously reported now apply to the neu_adaptor_acc, rather than the ins (serial# (B)(4). Fdd (B)(4) was coded in error and no longer applies to either device. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that the patient's adapter was replaced and the shocking sensation has resolved. No further patient complications have been reported as a result of this event.